Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, when the surgeon was inserting the tibial graftbolt, ar-5100-07, the sheath of the screw broke up. The screw was removed from the patient and the case was completed with a second tibial graftbolt. No adverse effect to the patient.

Manufacturer narrative:
It was reported that the sheath broke. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the sheath had fractured into several pieces. The associated screw was not returned for investigation. The patient health and bone quality was not reported. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.